Event description:
It was reported that there was a device related thrombus. On (B)(6) 2019 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device being implanted in the laa of the patient. The patient was admitted to the hospital from (B)(6) 2019 for hemorrhoidal bleeding. Their plavix medication was stopped and they remained only on aspirin. The patient had their 6 week follow up transesophageal echocardiogram(tee) procedure on (B)(6) 2019. There were no leaks, but there was a device related thrombus present. The patient was placed back on eliquis after the tee procedure. The patient had a repeat tee on (B)(6) 2019. The imaging showed that the thrombus was gone, and there were no leaks. The patient was switched to plavix alone. On (B)(6) 2020 the patient had a follow up appointment and the plavix was stopped and they were resumed on aspirin only. The patient had a repeat tee on (B)(6) 2020. The imaging showed that there was another device related thrombus. The patient was restarted back on eliquis. The patient will have a follow up appointment with the physician in (B)(6) and decide how to proceed.